Manufacturer narrative:
The infusion pump was evaluated in the united kingdom. Pump evaluation completed in technical service dept. Initial accuracy tests resulted in a reading % which was within specification. Full calibration tests were completed and the pump was within specification. A minor adjustment of the upstream & downstream occlusion sensors was carried out. The pump was run at various rates to simulate the reported event description and in each case the pump completed the infusion as planned without error. No defects were found with the device.

Event description:
A vague report was received that when the pump indicated that the solution has infused, only half the amount had actually emptied from the solution container. It was commented that there was a delay in the infusion of the chemotherapy, however no medical or surgical intervention was reported. The specific amounts involved were not reported.